Event description:
The customer reported a loud pop, then the system shut down. The system functionality was recovered by a reboot. The field engineer noted that the system was arcing. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and the x-ray tube were regreased. The snubber board and cooling fan were replaced during the service call. The system was tested and found to be working as intended and put back into service.